Event description:
Boston scientific dual chamber pacemaker placed, lead pierced three layers of heart requiring a pericardial window to drain and reposition lead. Since then, during the autothreshold cycle, the pacemaker shocks my pectoral muscle and diaphragm causing pain and spasms.